Event description:
The pt received his scs trial system on (B)(6) 2011. It was reported that the pt died during the trial period on (B)(6) 2011. It was reported that the cause of death has not been determined but is not believed to be related to the device. It was reported that the trial lead is still implanted. Follow up is in progress to determine additional details regarding the pt's death.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.